Event description:
It was reported that the sterile packaging of an interlink extension set was cracked and falling apart. This was found before use when the device was removed from a dispensing machine in which it was stored. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. During visual inspection, the sterile packaging was observed to be damaged. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The exact date of occurrence is unknown; however, this was reported to be found approximately a week prior to being reported to baxter. Should additional relevant information become available, a supplemental report will be submitted.